Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Bg levels remained low besides patient eating a candy bar and drinking juice. Patient went to the emergency room; pod was removed and patient was treated with an intravenous drip that he assumed was a dextrose solution. Patient was also prescribed a refill of glucagon. Patient was released after spending 2 nights in the hospital.